Manufacturer narrative:
The uf returned the lma in question to the MFR for evaluation. The lma has been returned in good condition, with a lightly yellow arway tube and lightly marked connector. When inflated, the mask leaks, there is a puncture hole, 1mm in length, in the inflation balloon at the start of the valve section. This lma has probably been in contact with sharp instruments.

Event description:
A uf has returned the lma to the MFR for evaluation.